Manufacturer narrative:
A review of the instrument log for the force bipolar instrument associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2020 on system (B)(4). The instrument had 6 lives remaining. Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm the reported issue as the instrument passed recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and there was no damage found to the input disks. Additionally fa found observations that were not reported by the site: the instrument was found to have a broken grip cable at the distal end. Also the instrument's conductor wire insulation was damaged and the instrument failed electrical continuity test. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure one of the gears of the instrument fell off when the instrument turned. The broken piece was retrieved and the staff switched to a back-up instrument to complete the procedure with no report of patient injury. On 12-feb-2021, customer follow-up was completed and additional information was obtained about the complaint: the customer confirmed there were no fragments that fell inside the patient; the instrument was returned as the input disks allegedly came off its track. The customer indicated that instruments are typically inspected prior to use and there was nothing found out of the ordinary with the instrument. There was no report of instrument collision when the instrument was used during the case and the operating room staff did not identify any damage on the instrument following the procedure. The reported issue with the force bipolar instrument was identified in reprocessing, which was then processed for RMA by the reporter (materials manager).